Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 27.5 mmol/l checked blood sugar again 20 min later and 24.5 mmol/l. Customer declined to troubleshoot for the high blood glucose. The auto mode was active. The insulin pump will not be returned for analysis.